Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive with a ¿spidered¿ display appearance despite no visible external crack or damage, consistent with a device fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen component, aligning with a fracture-type device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.